Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event on (B)(6) 2019. The reporter stated the patient had readings that were off by 300 points. The patient had to go to the emergency room due to the cgm displaying 300 mg/dl compared to the bg meter reading of 22 mg/dl. No symptoms were reported, and no further event details were provided. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.